Event description:
Event description boston scientific received information that this implantable transvenous defibrillation lead exhibited pacing impedance measurements of 2000 ohms. In addition, the sensed r wave has dropped and thresholds have increaed over time from 1 v at implant to 6 volts. Boston scientific received subsequent information that the lead was explanted.